Event description:
It was reported that the customer experienced high blood glucose. The blood glucose reading at time of call was 598mg/dl, and the paramedics were called. The customer stated that she noticed air bubbles inside the reservoir. The caller mentioned taking sleeping pills prior calling, and she had symptoms of slurred speech, confusion, and excessive thirst. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.